Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice due to prediabetic ketoacidosis and vomiting. The customer's blood glucose reading was 520 mg/dl at the time of the report. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.